Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; guide cath: mach1. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that during pre-dilatation in the moderately tortuous and heavily calcified right coronary artery, for treatment of a 75% de novo lesion, the 4.50 x 8 nc trek dilatation catheter was delivered to the target lesion and the balloon was inflated to unspecified atmospheres. During the second inflation at 16 atmospheres, the balloon ruptured (pinhole). The catheter was withdrawn from the anatomy and a non-abbott stent was implanted to successfully complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.